Event description:
The user facility reported an impella cp was being placed to support a patient admitted in with a st-segment elevation myocardial infarction. The pump was placed and the patient went into ventricular tachycardia (vt). The pump was repositioned. The patient was shocked and the case was proceeded. The vt was caused by the left ventricle positioning. The support was for 69 hours and then explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.